Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with no physical damage. Event log history was performed and indicated that high alarm displayed: downstream occlusion was found recorded in history. During analysis, the reported issue was able to be duplicated, while performing downstream occlusion (dso) pressure range test, pump alarmed with the reported problem. Service recommended replacing the faulty dso sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited down stream occlusion. No adverse effects were reported.